Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had small scratch peripherally on the optic noticed on iol after implantation. Iol was left implanted. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A photo was provided of an implanted single-piece lens. The lens was tilted with the irrigation¿aspiration (I/a) tip underneath the optic. A narrow line, which may be a scratch was observed near the edge. The mark was angled to the travel path and was similar in appearance to a forceps mark. Another dark area was observed near the mark. This appeared to be under the lens. No other determination can be made from the provided photo. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported damage could not be determined. The lens remains implanted. Based on review of the provided photo, a narrow line, which may be a scratch was observed near the edge. This mark was perpendicular to the travel path and was similar in appearance to damage that can occur from loading forceps. No other determination can be made from the photo. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).